Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a display (damaged w/ moisture) issue. This is reportable because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 25-nov-2017 device evaluation: the device has been returned and evaluated by product analysis on 03-nov-2017 with the following findings: during investigation, there was evidence of moisture corrosion observed in the battery canister. A leak test failed due to a battery compartment leak. The pump powered up with auditory and vibration to the verification screen. The pump's cover was removed and there was no further moisture ingress found to the printed circuit board. Unrelated to the original complaint, the battery compartment was observed to be cracked.